Manufacturer narrative:
Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked case at corner of the belt clip rails. Analysis was unable to perform displacement test or occlusion test due to missing retainer. Pump was received with pump error hardware low level failures due to cold solder joint u1 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose level was 24.4mmol/l at the time of incident. It was reported that the insulin pump's reservoir compartment was broken. The insulin pump was returned to analysis.